Event description:
New information received notes that the lead was repositioned and device set-screw was re-tightened successfully on (B)(6)2018. Patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, a vibratory patient notification alert for high, out of range pacing lead impedance was observed. Hv impedance test was not functional and automatically canceled by device. Tachy therapy was turned off. Right ventricular lead dislodgement was noted on chest x-ray. Lead revision was discussed. Patient's condition was stable.